Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in november 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap was missing on the drain line of three (3) amia cycler sets. This was identified during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.